Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed and unable to recover. A field service engineer identified that drawer 2.1 was experiencing intermittent hardware failure errors and was not staying closed, logged in as hardware test application (hta) and observed that the drawer sensor was unstable, repeatedly switching between open and closed states and generating false error messages. Further troubleshooting revealed that the issue was caused by incorrect sensor mounting, reseated the sensor mount, which resolved the issue and restored normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.1 failed and could not be recovered despite multiple shutdowns attempted. The drawer would not latch or lock, and the customer removed the back cover to check for obstructions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.